Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported infection at insertion site where pod was placed. Patient removed pod due to pod site being red, sore and had a bump where pod was applied. They day after removal, patient went to the emergency room where they told her it was an abscess that had to be lanced and drained. Patient prescribed oral antibiotic cephalexin, taken 4x a day. Pod site is bleeding, seeping and had a lump the size of a dime. Patient has an additional rash from the tape emergency room placed on the bandage and believes its from sensitive skin. Patient got some slight bruising from the lancing process. Pod worn on arm longer than 48 hours. No blood glucose levels provided.